Event description:
It was reported that a patient arrived at the emergency room with withdrawal symptoms including fever, increased spasticity, tachycardia, irritability, and confusion/altered mental status. The patient required hospitalization. The pump was interrogated and was found to be running with no evident alarms or stalls noted in the logs. The patient was treated for the symptoms. A dye study was planned but not performed because ¿they realized the issues the patient presented with were related to a new antipsychotic medication that the patient was started on.¿ the pump was used to infuse gablofen (baclofen). No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).